Event description:
The handpiece was returned to the manufacturer for service, and after sterilization during the investigation an oily substance was observed on the blade mount. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation an unk substance was observed, which could indicate a possible leaking condition. A sample was collected from the device. The product was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.